Manufacturer narrative:
Integra has completed their internal investigation: as products were not returned, no failure analysis was performed. As DHR review and failure analysis could not be performed, root cause cannot be determined.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Foot and ankle international (2010) published: "first metatarsophalangeal arthrodesis using a dorsal plate and a compression screw". Forty-six consecutive cases of first metatarsophalangeal joint fusion were performed using a dorsal plate and a compression screw. The outcome in terms of fusion rate, patient satisfaction and complication rates was analyzed. The 46 feet operated - 36 females and 10 males with an average age of 62 years the average follow up was 23 months. Result: ninety-eight percent of the cases fused uneventfully by four months. Complication: the hardware was removed only in the single patient who had a nonunion at 5 months due to persistent pain. The pain settled with the removal of the plate.